Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed in a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The foreign material was further described as white plastic material located at the fill port. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from march 26, 2019 to march 27, 2019. The actual sample was received for evaluation. Unaided eye visual inspection was performed which observed a white thin fiber at the tip area of the fill port connector. Additional magnified inspection revealed a white particle that appears to be a plastic thin fiber from the tip of the fill port connector which verifies the reported problem. The exact cause of the particulate found was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.